Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left knee. It was reported that while implanting the stem attached to the ts femoral component, the patient sustained a femoral periprosthetic fracture. A smaller diameter stem with the same ts femoral component was implanted. Rep provided an implant sheet showing the wasted stem.